Event description:
It was reported that during a revision procedure, this implantable cardiac defibrillator (ICD) was an attempted implant due to high defibrillation threshold tests (dft), two unsuccessful shocks, and an alert message indicating open circuit condition detected during shock delivery, resulting from high shock impedance measurement greater than 145 ohms. A new device of a different model was successfully implanted. No additional adverse patient effects were reported. The device has been returned and analysis is pending. This report will be updated with pertinent information, upon completion of analysis.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that during a revision procedure, this implantable cardiac defibrillator (ICD) was an attempted implant due to high defibrillation threshold tests (dft), two unsuccessful shocks, and an alert message indicating open circuit condition detected during shock delivery, resulting from high shock impedance measurement greater than 145 ohms. A new device of a different model was successfully implanted. No additional adverse patient effects were reported. The device has been returned and analysis is pending. This report will be updated with pertinent information, upon completion of analysis.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that during a revision procedure, this implantable cardiac defibrillator (ICD) was an attempted implant due to high defibrillation threshold tests (dft), two unsuccessful shocks, and an alert message indicating open circuit condition detected during shock delivery, resulting from high shock impedance measurement greater than 145 ohms. A new device of a different model was successfully implanted. No additional adverse patient effects were reported. The device has been returned and analysis is pending. This report will be updated with pertinent information, upon completion of analysis.